Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system was causing them headaches, shoulder pain, neck pain, and spasms in their shoulder. The patient also had anxiety and their leads migrated. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.